Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right atrial (ra) lead had dislodged into the ventricle. The lead was revised and repositioned; remaining in use. No patient complications have been reported as a result of this event.